Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation results: analysis of use history on (B)(6), 2024, 4 dosages were programmed with different values of 2; 5; 7 and 0.7 microgram/kgkg/minute. There was no record of programming or use of the dosage of 300 microgram/kgkg/minute. The flow measurement units in ml/h recorded in the history were the result of and proportional to the dosage programming. On (B)(6) 2024, at 15:22:41, the user programmed the dosage of 7 microgram/kgkg/minute. Without stopping the infusion that was in progress. In doing so, the flow rate was recalculated by the equipment to 655.2ml/h. The upstream volume at this time was 7.01ml. The user maintained the programming of 07:22:27 from the dobutr drug library (abbreviated name) and the patient's weight of 78kg programmed at 07:23:34. Upon completing the infusion at 15:37:37, the upstream volume was 152.31ml. Compatible with the user's programming and actions. Functional analysis: performance test: using the dosage schedule reported by the user. Programming: dobutr drug library; weight: 78kg; dosage 7 microgram/kgkg/minute. Resulting values calculated by the equipment: concentration 12.5mg/250ml; rate 655.2ml/h; vtbi 250ml; time 23 min. Visual analysis: equipment appears normal as used. Conclusion: in the analysis of the usage history, we found no record of incorrect operation of the equipment or unwanted changes to the programming made by the user. The infusion occurred exactly as programmed and as per the user's actions. The result of the functional test, using programming like that used by the user at the time of the reported adverse event, showed that the equipment is functioning correctly and precisely in accordance with the accuracy of its technical specifications. Therefore, we conclude that the technical complaint cannot be confirmed.

Event description:
According to the customer: "anesthetist programmed the pump to infuse 7micro/kilo/minute, however the pump was infusing the patient with 300 micrograms/kilo/minutes''.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.